Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump stopped briefly. An audible and visual red heart alarm was received. The manufacturer¿s technical services reviewed the provided log file which confirmed the reported pump stoppage which was associated with an increase in power. It was also noted that the file displayed fluctuations in the average pulsatility index. When the reported event occurred, the patient was clinically stable, with no signs or symptoms of hemolysis or heart failure. It was reported that during echocardiography on an unspecified date, it was noted that the aortic valve was opening with every beat at a pump speed of 9400 rpm. The patient was on heparin in the ICU with therapeutic anticoagulation parameters. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 month and 13 days. The report of pump stoppage event was confirmed based on the evaluation of the submitted log file. The elevations in pump power values of up to 14.8 watts were identified in conjunction with the pump stoppage event; however, a cause for the pump stoppage event and elevation in pump power values could not be conclusively determined. The patient remains ongoing on pump support with no further issues reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information was received from the clinical representative stating that the aortic valve was opening with every beat and the issue appeared to be clinically related. There was no indication of any issues with the system controller and the system controller functioned as designed in response to a high current event. It was also stated that at the time of the event, that the patient was clinically stable with no signs and symptoms of hemolysis. The patient was on heparin in the ICU with a therapeutic anticoagulation regimen and no observed heart failure symptoms.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 7 days. (Calculated from the date when the system controller was issued to the patient.) The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.